Manufacturer narrative:
Based on the analysis of previous complaints and the conducted inspection, the most probable root cause of the potential bed¿s unintended movement was accidental activation of the buttons on the control panel or the remote control. However, despite attempts to obtain additional information from the customer, the proposed scenario could not be confirmed. The lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. According to the product instruction for use (IFU 831.374-en) "function lockout can be used to prevent operation of the controls." No device malfunction that could cause unintended bed movement was found, thus the bed met its performance specification. There was no indication that the bed was in use by the patient when the issue occurred. The complaint was assessed as reportable due to an allegation that the bed frame continued to elevate, indicating potential unintended movement. No injury was reported.

Event description:
The customer reported that the citadel plus bed frame continued to elevate, indicating potential unintended movement. There was no indication of patient involvement, and no injury was reported. An arjo service technician inspected the bed, and no malfunction was found. The bed was subsequently rented to another customer, and no further complaints were received.